Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw4392 showed 13 other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC line leaked at the purple hub. It was stated the hub did not appear cracked or leaking at the end where the injection cap screw on. The leaking can be visualized from the body of the purple lumen. This occurred during the first 24 hours of having the PICC in place. Add info rcvd: 02/02/2022: placement info: placed on (B)(6) exchanged on (B)(6). What type of catheter securement was utilized: 3m securement device. Was there patient harm reported?: no, except patient had to undergo a second procedure (PICC exchange).